Event description:
The healthcare professional reported the patient has been having more stasis in their stomach and delayed gastric emptying (test showed after two hours, 75% contrast remained in the patient's stomach). The patient had a nissen procedure in early june to treat gastric reflux and the patient no longer had reflux, but their gastroparesis symptoms have been off and on since then. During the procedure, the physician was careful to avoid the lead and they were able to turn the device back on afterwards and it had been on since then. The patient was indicated for gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.